Manufacturer narrative:
The returned plcr75b reload was visually examined, and it was determined that damage to the reload's shuttle resulted in the reload misfiring on one side of the staple line. The shuttle appears to have been damaged during the firing sequence, but the cause of the damage is not known. The company will continue to monitor this type of failure mode. The concomitant device was also tested, and performed according to specs. Eval summary: plc75 worked as intended. Reload had damaged pushers and shuttle. Idrives worked as intended.

Event description:
After having successfully fired 3 plcr75b reloads in a gastric bypass procedure, the firing of a fourth reload could not be completed. The procedure was completed via manual suturing.